Event description:
It was reported that pump displayed temperature alarm 11 while it was charging and had not been exposed to extreme temperatures. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged a replacement pump under warranty, instructed customer to place current pump in storage mode and return it using a prepaid label within 10 days, and advised customer to reenter pump settings and reconnect continuous glucose monitor on receipt of replacement, which customer understood and acknowledged.